Manufacturer narrative:
It was reported that hip revision surgery was performed. During the revision, the modular head & stem were removed. It cannot be determined if the acetabular cup was removed with the information provided. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup/head/stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup/head/stem. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Modular heads have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. The available medical documents were reviewed. The cup doesn't appear to have any loosening and it¿s hard to tell around the stem with only the proximal portion seen, but these can occur with repeated impingement, trauma, fatigue stress. The root cause of the reported femoral neck fracture cannot be determined from the provided x-ray and it cannot be concluded that the reported incident was associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed to the femoral neck fracturing.